Event description:
Add'l info received from MFR 05/08/03: the device was not made available to MFR for evaluation. Therefore conclusions based on failure analysis or actual testing of the device are not possible. Based on co's past experienced, they feel there was no malfunction or product related problem which caused this event.

Event description:
Burn to face from cautery; no flame present. Not a direct burn but appears to be a problem with the insulation of the cautery unit. Pt received 4cm burn linear to the commissure of the lip and palate.